Manufacturer narrative:
Exact date unknown, event occurred in a while. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain at the abdomen and a shocking sensation caused by the stimulation from the lumbar leads despite reprogramming done. The patient underwent lumbar leads explant procedure. The explanted linear leads were not released from the hospital and will not be returned.